Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 80% to 10% after being connected to a power source. Follow the battery drop the customer was also having difficulty charging the pump. There was no impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.